Manufacturer narrative:
The instrument operator indicated that when the top cover of the instrument was opened the jet flame was observed for a very short time. The operator describes the time as similar to a flash and the flame size was about 10 cm. The reagent probe 2 assembly head was returned for investigation. Based on further investigation, the root cause of the issue was due to the mechanical movement of the plate of the motor connector which caused a short circuit. The fpc cable was attached and detached repeatedly during instrument operation causing burning and melting of the cable. Based on the age of the instrument, a single part becoming worn out is expected. The issue alleged is deemed to be not critical as there are sufficient countermeasures in the instrument design to avoid a real flame or burning parts. The material used for the fpc is flame retardant. The fpc is covered by the instrument top covers and protect the operator from mechanical trouble.

Manufacturer narrative:
It was noted that the instrument underwent maintenance twice per year. The last maintenance date was (B)(4) 2015. Based on a review of the alarm log, reagent probe 2 up/down alarms and fuse failure alarms occurred within the time period of the event. It was observed that the fuse failure alarm occurred after the reagent probe 2 up/down movement alarm displayed 3 times.

Manufacturer narrative:
(B)(6).

Event description:
The customer complained of a smell of smoke and saw a "jet flame" on the reagent probe 2 assembly of the c501 analyzer. No adverse event occurred. The field service representative (fsr) visited the site and exchanged the reagent probe 2 assembly and the connection board. The fsr indicated the cable on the reagent probe 2 assembly was burnt. The fsr tested the instrument and it functioned appropriately.